Event description:
It was reported that during an open gastric bypass procedure, the device misfired and produced incomplete staple line. Completed by hand sewn anastamosis. Case completed with another device of the same product code. No pt consequence.